Event description:
Case description: investigation results: name: novopen 4, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: mixtard 30 penfill 3 ml 100iu/ml, batch number: er7m969 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. The expiry date of the product was exceeded 01/2018 and cannot guarantee the quality of the product passed the expiry date. Since last submission the case has been updated with the following: -investigation results updated. -annex b, c, d and g codes updated. -narrative has been updated accordingly final manufacturer's comment: 15-dec-2023: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical history of diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. H3 continued: evaluation summary name: novopen 4, batch number: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia] although when counted from 1-10 after injecting the dose, the insulin injected outside the patient's body after she remove the needle form the injection site [device leakage] case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "hyperglycemia(hyperglycemia)" beginning on 2023, "although when counted from 1-10 after injecting the dose, the insulin injected outside the patient's body after she remove the needle form the injection site(device leakage)" beginning on 2023, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", mixtard 30 hm penfill (insulin human, insulin isophane) (dose, frequency & route used-30 iu, qd (morning), subcutaneous) from unknown start date and ongoing for "diabetes mellitus". The patient's height, weight and body mass index (bmi) were not reported. Current condition: diabetes mellitus.(type and duration not reported). On an unspecified date in 2023, patient suffered from hyperglycemia due to the np4 issue. It was reported that although patient counted from 1 to 10 after injecting the dose, the insulin injected outside the patient's body (after she remove the needle form the injection site). During hyperglycemia , patient's blood glucose level rises more than 300 mg/dl and sometimes reaches 500 mg/dl. It happened from 10 days ago and was not recovered. It was reported that injecting the insulin outside the patient's body has happened today at 6 pm and occurred more than one time. Patient mentioned that the causality was unlikely for mixtard insulin and hyperglycemia may happened due to novopen 4 technical issue. It was reported that pen issue solved as per successful trouble shooting. On an unknown date in 2023, (reported as today), the patient measures his bgl at 6 or 7 am, it was 251 mg/dl (it was normal for patient as per reporter words). Batch numbers: novopen 4: requested. Mixtard 30 hm penfill: er7m969. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was not yet recovered. The outcome for the event "although when counted from 1-10 after injecting the dose, the insulin injected outside the patient's body after she remove the needle form the injection site(device leakage)" was not reported.